Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted for nine (9) years and 11 months, underwent a valve-in-valve procedure due to stenosis and gradient of 29 mmhg. The tavr procedure was performed with an edwards transcatheter valve. Post tavr, st depression was noted on ECG monitor. The patient became hypotensive and vasopressors were administered; however, hypotension was still noted and CPR was initiated. Upon evaluation of cardiac rhythm, ventricular fibrillation was noted and the patient was shocked x 2. Root angio was performed and flow was noted to the left main and right coronary arteries, however sluggish flow was noted to the left main. The mid lad was noted to have no flow distally. The patient was placed on cardiopulmonary bypass. The decision was made to open the sternum and CABG x 2 was performed. The surgeon stated that he felt that some thrombus or debris embolized into the left coronaries. The patient was transferred to cvicu in stable, but guarded condition.